Event description:
Per report received from foreign manufacturer: when facility inflates the balloon for the first time during preparation, facility observes a "fuite" on the shaft of the catheter just before the luer lock adapter of the balloon.